Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
This notification was opened for review for information received that a customer using an everflo device stating, "the concentrator caused a short circuit." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned for evaluation. Should any additional information be received, a follow-up report will be filed.

Manufacturer narrative:
This notification was opened for review for information received that a customer using an everflo device stating, "the concentrator caused a short circuit." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, the sieves were clogged and the inlet filter needs to be replaced for preventive maintenance. The service technician confirmed that a thermal event did not occur. The device has been serviced, inspected, tested, and returned to client. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.